Event description:
We have discovered the natus sleepworks software (version 6.0.0, build 598) allows two recordings on different patients to be stored in one patient's medical record. The physician read this and gave recommendations to the incorrect patient. Specific details: two patients were scheduled for sleep center testing on the same night. Both patients had previously been at the sleep center for studies on different dates. The first patient arrives on time and is set up in his room. The second patient arrives late and is placed in a different room than originally scheduled. The sleep center tech enters the second patient's information into the computer and notes that what pulls up is the first patient's information. The tech selects "edit" and begins to fill in the second patient's information despite a warning that there is no recording of the sleep data. The result is that the first patient has three sleep tests filed to his record (his first exam, the exam he is undergoing currently, and the second patient's exam). Both recordings proceeded without difficulty. When the data was transferring to the main server, the tech discovered that all studies were linked to the first patient. The error resulted in the second patient's data stored to the first patient record. The physicians read this and gave recommendations to the incorrect patient. The sleep center staff have notified the manufacturer of this problem.

Event description:
We have discovered the natus sleepworks software (version 6.0.0, build 598) allows two recordings on different patients to be stored in one patient's medical record. The physician read this and gave recommendations to the incorrect patient. Specific details: two patients were scheduled for sleep center testing on the same night. Both patients had previously been at the sleep center for studies on different dates. The first patient arrives on time and is set up in his room. The second patient arrives late and is placed in a different room than originally scheduled. The sleep center tech enters the second patient's information into the computer and notes that what pulls up is the first patient's information. The tech selects "edit" and begins to fill in the second patient's information despite a warning that there is no recording of the sleep data. The result is that the first patient has three sleep tests filed to his record (his first exam, the exam he is undergoing currently, and the second patient's exam). Both recordings proceeded without difficulty. When the data was transferring to the main server, the tech discovered that all studies were linked to the first patient. The error resulted in the second patient's data stored to the first patient record. The physicians read this and gave recommendations to the incorrect patient. The sleep center staff have notified the manufacturer of this problem.